Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy, it was reported that the caller and patient were having difficulties trying to connect with the device. Patient states a code came up yesterday but doesn't remember what it said. The caller clarified that they were having trouble recharging the ins. After starting a charging session, caller reports seeing 1707. Patient services recommended stepping away from emi and making sure communicator is powered off. The caller ensured the recharger bullseye was directly over the implant and did eventually get to excellent connection. However, almost immediately caller reports seeing searching for device on the handset. Patient services had caller reposition the recharger a few times but caller states pt was "getting aggravated" and is hurting due to an unrelated issue. The caller decided to try and reset the recharger and noticed code 3167. Patient services was walking caller through clearing this when pt had to go to the bathroom and recharging session was ended. C aller then stated they had to go and will call back to continue troubleshooting the if reset didn't resolve the issue. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the cause of the difficulty maintaining the recharger connection was determined. The steps taken were they had to disconnect (B)(6) device that managed the light on the christmas tree. The issue was confirmed resolved.